Manufacturer narrative:
The pad device was found to have a significant reduction in battery capacity between (B)(6) 2009 and (B)(6) 2010. On investigation into the device, significant corrosion was found on the device screws. The problem with the device was caused by the effects of high humidity on the membrane. It is likely corrosion was caused by condensing humidity which would result in the device being stored in adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunction because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.